Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider who reported that the inability to update the ptm settings to the desired programming was not resolved, but when they chose alternative settings, they worked.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID a810 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding an external device to an implantable pump infusing an unknown drug for spinal pain indications. It was reported that the healthcare provider (hcp) stated they received error 141 - telemetry error when trying to update a pump with changes in the reservoir volume, ptm and added a therapeutic bolus over 2 hours. When they tried updating again, he got error 338. When they read the pump, the reservoir volume and therapeutic bolus were updated, but the ptm settings were not updated. They tried multiple times to get the ptm settings to update but kept getting error 141. They tried a different programmer and got the same error when trying to update. The manufacturer's technical services specialist (tss) recommended disabling ptm and trying an update which went through successfully. They then tried to put the desired ptm settings in and got error 141 again when the telemetry was at ~52%. They then tried changing the lockout interval from 2 hours to 3 hours and that went through successfully. The initial ptm settings were a bolus of 1.2, 2 hour duration, 2 hour lockout, max of 6, and 6/24 hours. They were attempting to change them to 1.7 over 2 hours, 2 hour lockout, max of 6 and 6/24.